Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a recurring skin irritation described as an allergic reaction under the lifevest. The patient removed the lifevest due to the reaction and was prescribed an ointment by a physician. Follow-up indicated that the irritation had healed.